Event description:
Pt enrolled into the trial. Tia reported (new neurological deficit lasting more than 10 mins, but less than 24 hours). Pt recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2008-00184 for protege rx used in this procedure.